Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported bad keypad buttons, which was reproduced as an inoperable key when navigating the options menu. The reported symptom was verified and found to be caused by a failed keypad. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the first two blue menu buttons on the left of the keypad of a spectrum pump did not work. There was no known patient injury or medical intervention associated with this event. No additional information is available.